Manufacturer narrative:
General information: we received a complaint about one pl569t ligating clips m/l 12/box. Two cartridges arrived in a decontaminated condition and they are available for investigation during a surgery the cartridge dropped off and fell into abdomen. Consequences for the patient: according to the available information, there were no negative consequences for patient. Investigation: the investigation was carried out visually with digital-camera "panasonic dmc tz8". We made a visual inspection of the cartridges. Here we found a deformed slider sheet and wrong positioned clips. Furthermore the products were send to the production department for further investigation. The report will be updated when we received a statement from the production department. Batch history review: the device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: due to the circumstance that the products have been sent to the production department for an analysis is this a preliminary report and it will be updated when we received a statement from the production department. According to the quality standard and DHR files a material defect and production error can be excluded. If the cartridge is engaged not completely, has not been mounted correctly there is an impairment of product functionality. There is also the possibility for a too fast application by an improper handling. This could led to the deformed slider sheet and wrong positioned clips. Based upon our historically grown product experience and due to different simulation regarding an insufficient inserting of the cartridge this leads to the described errors. Possibly a damaged clip applicator due to a deformed push rod or something similar could be another cause for the described error. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Manufacturer narrative:
Investigation up to now, no product at hand. Batch history review the device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. Conclusion and root cause no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale according to the quality standard and DHR files a material defect and production error can be excluded. Without the product we can not determine the exact cause. If the cartridge is engaged not completely, has not been mounted correctly or was damaged during inserting, there is an impairment of product functionality. There is also the possibility for a too fast application by improper handling. This could lead to deformed latches of the slider sheet, to wrongly positioned clips and to a clip jam. A dropped off cartridge could cause a clip jam. Based upon our historically grown product experience and due to different simulation regarding an insufficient inserting of the cartridge or a too fast application, this leads to the described errors. Possibly a damaged clip applicator due to a deformed push rod or something similar could be another cause for the described error. If further investigations are required, the complaint products and clip applicator should be provided for examination. Corrective action according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Event description:
It was reported that there was an issue with ligating clip box. It was reported that the clips fell out of the forceps into the abdominal cavity during procedure. There was no patient harm. Additional information was requested. (B)(4) .

Manufacturer narrative:
Investigation results after completed investigation of the device: on basis of the investigation of the production plant no manufacturing deviations can be found. The device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. On the basis of the analysis report of the production department, no manufacturing deviation can be detected. There is the possibility for an usage error. If the cartridge is engaged not completely, has not been mounted correctly there is an impairment of product functionality. According to the instruction for use (IFU) the following points need to be observed: "insert the titanium clip cassete with cassette feeder in shaft, making sure that the feeder is not damaged in the process push down the titanium clip cassette until the lugs at its engage in the pneumatic clip applier".